Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to report the onetouch ping pump kept losing power for the last day and a half. The power issue occurred 12 times on the day of the call. Each time it occurred, the reporter reportedly had to complete a full ezprime process. The patient subsequently had elevated blood glucose of over 600 mg/dl and symptoms described as ¿extreme thirst, hunger, and moody.¿ the patient¿s diabetes management was eventually switched to injection one hour before contacting animas. Troubleshooting revealed the subject pump prompted the patient to verify battery screen each time it lost power. The battery cap was securely on the pump with no visible yellow o ring. There was no cracks on the pump case. The power issue was not resolved with training. This complaint is being reported because the patient had elevated blood glucose above 600 mg/dl while the subject pump has intermittently power issue. The subject pump has been replaced and was requested back for investigation.

Manufacturer narrative:
(B)(4) - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the complaint was confirmed in the pump history but not duplicated during the investigation. Power on resets observed in the black box. No physical damage was observed to the returned battery cap or battery compartment; the returned battery cap fastens securely and holds power to the pump. The width and height of the returned battery cap are within specified range. No intermittent power issues were experienced with the returned battery cap or pump. No power interruptions were duplicated during 24hr duration test using the returned battery cap. Pump was still delivering at conclusion of test. A 29hr flow accuracy test was successfully completed. No internal moisture damage or intermittent connections was observed inside the pump. Unrelated to this complaint, the display screen has a pinkish contrast. Removed the pump cover and inserted a new test display screen. The test display screen has normal contrast and no symptoms of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.